Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the guidewire could not be backloaded into the left ventricular (lv) lead. A new lv lead was used and remains implanted. No patient complications have been reported as a result of this event.